Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information has been added to the following sections: d8, d9, g2, h6 and h10. The device was returned for evaluation. The olympus service center identified the following: the reported event could not be confirmed, the high pressure gas hose (maj-1080) can not be tightened firmly with the k-connector because the k-connector threads are damaged; tis will cause the gas to leak; and the top cover and front panel have minor scratches. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the defective k-connector and gas leak.

Event description:
The customer reported to olympus, during an unknown procedure the high flow insufflation unit had pressure issues. The procedure was completed. The customer reported the subject device was not used to complete the procedure. No patient harm or injury reported. Requests for additional information from the customer are in progress.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.